Event description:
About 2 weeks ago, the patient experienced 4 falls on the ceramic bathroom floor. The falls were straight on her back and she believed that the catheter had pulled out and she was not getting enough medicine. The patient had return of pain that made her feel like "she is walking around with broken bones". She also had tenderness at the catheter location, an upset stomach and diarrhea. The patient was seen by her physician on (B)(6)2010, and the pump was not checked. X-rays were taken on (B)(6)2010, the results were unknown. The device system was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)